Manufacturer narrative:
Approximate age of device ¿ 21 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that right ventricular assist device (rvad) was weaned off and removed on (B)(6) 2018 but the patient experienced subsequent vasoplegia with atrial fibrillation and rapid ventricular rate. Transesophageal echo (tee) test showed right ventricle had severely decreased function. A protek duo rvad was re-implanted on (B)(6) 2018. The rvad was explanted on (B)(6) 2018. The patient received inotropes during this admission. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of right heart failure and atrial fibrillation could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas) could not be conclusively established. The patient remains ongoing on the device and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.